Manufacturer narrative:
The customer reported for missing high and low glucose alarms. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled high glucose alarm and low glucose alarm feature in the app and set high glucose alarm threshold to lowest and low glucose alarm threshold to highest glucose value. Source current was adjusted on the keithley until high and low glucose alarm triggered. Alarms were functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 14 with ios operating system version 18.3.2 and app version 3.6.3.12558. The high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced uncontrollable vomiting and nausea. The customer was seen at a hospital where they received an unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 14 with ios operating system version 3.6.3.12558. The high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced uncontrollable vomiting and nausea. The customer was seen at a hospital where they received an unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.